Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device was analyzed, and revealed that the lifetime asystole episode counter was 51.

Event description:
It was reported that the cardiac monitor was showing episodes of false asystole. The cardiac monitor was explanted and a pacemaker and leads were implanted. No patient complications were reported as a result of this event.